Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not secured to the universal stand. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not secured to the universal stand. The customer was provided with the part numbers for the following replacement parts - base assembly, central processing unit (cpu) tray cover, foot kit, thumbwheels, plate foot retention. The investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.